Event description:
It was reported that a 57-year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 535cc gel breast prosthesis developed baker grade iii capsular contracture in her right breast post implantation. The capsular contracture was diagnosed via a physical exam. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture explantation month, day, and year: 14-sep-2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-sep-2022, mentor attempted to perform a manufacturing record evaluation (mre) for reported lot number 8646600 but the task could not be completed. The lot number was not found in mentor¿s systems. If clarification on the lot number is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).